Event description:
On (B)(6) 2009, a 21mm trifecta ide valve was implanted. On (B)(6) 2016, severe as with a gradient of 100mmhg was noted on echo. On (B)(6) 2016, the valve was explanted. Ex vivo, the cusps were reported to be slightly calcified and contained pannus around the sewing cuff. Per report, the pannus was significant enough that when the valve was being explanted, the stent came apart. Bovine pericardium was then used to enlarge the aortic root and a 23mm hancock valve was implanted. (Clinical study patient ID: (B)(4).

Manufacturer narrative:
At the time the initial MDR was submitted on 21 july 2016, sjm was expecting the valve to be returned for analysis. The valve has not been returned for analysis. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.